Event description:
The customer reported that the main access window zipper was opening up once it was zipped closed. They reported that the patient moves around a lot in the bed and it is possible that the patient is putting pressure on the window zipper. It was reported that they don't leave the side rails up while the patient is inside the canopy enclosure. They immediately put the canopy out of use. It was also reported that the mattress envelope patient surface has a tear in it. There was no fall or injury to the pt.

Manufacturer narrative:
(B) (4) - zipper separated. Product has been requested to be returned but has not been received. (B) (4).